Event description:
Pt self tester reports: protime system inr results higher than expected. Protime inr 5.1 vs protime inr 3.1 ref lab. Pt's inr therapeutic range: 2.5-4.0.

Manufacturer narrative:
Itc complaint (B)(4). Manufacturer awaiting product return for further complaint eval.